Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR. :the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 18 x 3.5 mm target lesion was located in the mildly tortuous,severely calcified left anterior descending artery. A 3.5 mm x 12 mm quantum¿ maverick¿ was advanced for dilation. However during the inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces, with a stopcock attached to the hub of the device. The balloon was loosely folded, with fluid in the balloon and inflation lumen. The tip, balloon, markerbands, proximal weld, shaft, and hypotube was microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and a hypotube separation, 29.5cm from the strain relief. The fracture faces were oval as if kinked prior to separation. Functional testing was carried out by attaching a stopcock to the distal end of the catheter and an inflation device to the opposite end of the stopcock, then inflating the device to rated burst pressure (rbp). The balloon held pressure and did not leak for 5 minutes. Microscopic examination of the balloon presented no irregularities or defects in the balloon or the markerband material. While the balloon was not ruptured, the broken shaft would lead to loss of pressure to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 18x3.5mm target lesion was located in the mildly tortuous,severely calcified left anterior descending artery. A 3.5mm x 12mm quantum¿ maverick¿ was advanced for dilation. However during the inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.